Event description:
General report received of an unspecified number of undocumented incidents of separations. On unspecified dates, the tubing sets were being used for intermittent deliveries of unspecified medications. It was reported that the spin-loc male adapters of the tubing sets were connected to the pt's IV access sites. After unspecified length of times, the tubing separated from the clave port of the tubing sets. It was reported that solution leaked and unspecified volumes of blood loss were noted. The tubing sets were replaced and the therapies were resumed. There were no reports of adverse pt effects and no delays in therapies critical to these pts. No medical interventions were required. Though requested, no additional info was provided.

Manufacturer narrative:
Investigation is not complete. This report represents all the info known by the reporter upon query by hospira personnel.